Manufacturer narrative:
The physician reported that the tecar was applied at the shoulder. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data from 27-oct-2020 have been analyzed. The analysis confirmed the clinical observation. All available iegms from 26-oct-2020 between 16:08h and 16:09h documented the presence of noise in the ra, rv and farfield channels, which resulted in one shock delivery. No further anomalies were present. Based on the morphology of the noise signals as well as the information available for analysis, it is reasonable to assume that the clinical observation resulted from the reported tecar therapy.

Event description:
Finding of vf episodes and some nst episodes due to noise. The patient reported that he was doing tecar therapy.